Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices and would unexpectedly shut down when connected. It was found that the ipg had reached end of life, confirmed by the replace generator soon message. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.